Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1695, 1930, 1932, 3191 for ¿open draining wound¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span june 14, 2013 through december 19, 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: smoking: (B)(6) 2011: smokes 1 pack per week. (B)(6) 2013: quit cigarettes 1 pack per day weekly times 20 years. (B)(6) 2015: past 50 pack per year tobacco. Overweight: (B)(6) 2012: 229.5 lbs., bmi 30.3. (B)(6) 2013: 226 lbs., bmi 29.8. (B)(6) 2014: 159 lbs., bmi 21. (B)(6) 2017: 132 lbs., bmi 17.4. (B)(6) 2018: 181.22 lbs., bmi 23.9. (B)(6) 2019: 160.6 lbs., bmi 21. Prostate cancer, status post resection and radiation therapy. Diabetes diverticulosis. Alcohol history of abuse, current use one 6 pack per week. Hyperlipidemia. Hypertension. Chronic renal disease. 1997: history cocaine, crack use. (B)(6) 2008: gastroesophageal reflux disease [gerd]. (B)(6) 2013: tiny fat-containing umbilical hernia. (B)(6) 2013: wound infection, developed large ventral hernia. Radiation therapy following resection. (B)(6) 2013: peri-pancreatic fluid collection communicating with bowel. Vac drain placed on abdomen. (B)(6) 2013: chronic obstructive pulmonary disease [copd]. (B)(6) 2013: methicillin-resistant staphylococcus aureus [mrsa] positive in nose. Percutaneous drainage, peritoneal abscess. (B)(6) 2013: small abscess on stomach. (B)(6) 2014: multiple intraabdominal abscesses, fistulas, infection with multidrug resistant organism for a total of 6 weeks. (B)(6) 2014: fat containing hernias. (B)(6) 2014: midline ventral hernia, dilated loops of small bowel. (B)(6) 2015: large visible ventral hernia noted to significantly protrude when standing. (B)(6) 2015: opening of midline incisional site, consistent with wound dehiscence. (B)(6) 2015: new fluid collection with special thickening and subcutaneous infiltration, consistent with infectious process. (B)(6) 2016: recurrent ventral wall hernia at site of skin graft and new left groin hernia. (B)(6) 2017: defect anterior abdominal wall midline with small and large bowel through it. (B)(6): started dialysis. (B)(6) 2018: ventral abdominal wall hernia, small bowel obstruction, free fluid in pelvis. Hyperdense fluid, suggestive of hemorrhage in abdomen/pelvis. (B)(6) 2018: severe sepsis, warfarin anticoagulant for deep vein thrombosis. (B)(6) 2018: history end stage renal disease. Surgical procedures: (B)(6) 1998: radical retropubic proctectomy. (B)(6) 2013: whipple procedure via midline laparotomy for pancreatic neuroendocrine tumor. (B)(6) 2013: percutaneous drainage of abdominal abscess. (B)(6) 2013: jejunostomy tube exchange. (B)(6) 2015: ventral hernia repair with complex closure. Implant: gore® dualmesh® biomaterial. (B)(6) 2015: exploratory laparotomy and explant of mesh. Gore-tex mesh removed revealed purulent drainage and underlying fibrous rind. (B)(6): incisional hernia repair with mesh, wound infection status post explant of mesh. (B)(6) 2015: split thickness skin graft from right thigh to abdomen. (B)(6) 2018: left inguinal hernia repair with mesh, open. (B)(6) 2018: exploratory laparotomy, lysis of adhesion, small bowel resection with primary side to side anastomosis, primary abdominal wall closure. Relevant medical information: (B)(6) 2013: CT abdomen/pelvis [a/p]: ¿impression: hyper enhancing rounded mass within pancreatic head concerning for pancreatic neoplasm possibly islet cell neoplasm. Other consideration includes a duodenal neoplasm as the duodenum lies immediately adjacent to this lesion.¿ (B)(6) 2013: CT [a/p]: ¿tiny fat-containing umbilical hernia.¿ (B)(6) 2013: whipple procedure via midline laparotomy for pancreatic neuroendocrine tumor. [No operative report provided.] (B)(6) 2013: microbiology. ¿culture: staphylococcus aureus ¿ quantity: 4+. Klebsiella pneumoniae ssp pneumoniae ¿ quantity: 1+. Citrobacter koseri ¿ quantity: 1+.¿ (B)(6) 2013: CT abdomen/pelvis [a/p]: ¿impression: mild to moderate amount fluid, induration again noted surrounding pancreas, slightly increased from prior study. Biliary drain identified within loops of proximal jejunum. Stricture involving loop of proximal jejunum identified. Jejunum dilated proximally. Small amount fluid and induration again noted in upper pelvis. No new abscess or fluid collection. (B)(6) 2013: CT [a/p]: impression: ¿status post whipple procedure without anastomotic leak from gastrojejunostomy. Persistent but improved peripancreatic fluid and inflammatory change consistent with recent whipple procedure.¿ (B)(6) 2013: percutaneous drainage of abdominal abscess; ultrasound guidance; CT guidance; moderate sedation. ¿findings: largest left upper quadrant abdominal fluid collection, 10 french drainage catheter placed. 25 ml thick, purulent appearing material drained; sample sent for culture. Ultrasound demonstrated multiple complex, septated, phlegmonous foci in upper left abdomen. CT confirmed presence of complex phlegmonous collection drained under ultrasound and CT guidance. Final imaging persistent but slightly decreased fluid in drained collection.¿ (B)(6) 2013: microbiology ¿ gram stain and culture. ¿aspirate. Site: abdomen. Gram stain: no organisms seen, rare white blood cells. Culture results: pseudomonas aeruginosa ¿ quantity: 4+.¿ (B)(6) 2013: percutaneous drainage, peritoneal abscess. "CT demonstrated 3 complex collections in left upper quadrant of abdomen. Collection measuring 2.1 x 4.5 cm successfully drained. 15 ml thick purulent material drained; sample sent for culture. Impression: multiple complex abdominal collections. Successful placement of drainage catheter in left abdominal collection under CT guidance.¿ (B)(6) 2013: gram stain and culture. ¿anaerobic bottle gram negative rods.¿ (B)(6) 2013: ¿sepsis secondary to multiple loculated abdominal fluid collections. Most likely source of klebsiella pneumoniae not health-care associated pneumonia as incorrectly stated in note but instead it is his abdominal fluid collections which has grown the same klebsiella that was also in blood. Will continue meropenem at this time, clinically improving.¿ (B)(6) 2013: percutaneous drainage, abscess/specimen collection. ¿5 ml thick purulent material drained; sent for culture.¿ (B)(6) 2013: microbiology. ¿culture results: pseudomonas aeruginosa ¿ quantity: 4+. Comment: piperacillin/tazobactam = 11 mm = resistant.¿ (B)(6) 2013: CT [a/p]: ¿between cardia of stomach and inferior left hemidiaphragm there is fluid collection that is contiguous with stomach wall. May represent an additional abscess. Measures 6.1 cm ap by 3.5 cm high by 3.7 cm wide.¿ (B)(6) 2013: CT [a/p]: ¿findings: subdiaphragmatic collection present measuring 5.5 x 3.9 cm unchanged. Left upper quadrant collection present with 2 percutaneous drains. Collection communicate with pancreas unchanged measuring 4.9 x 3.0 cm. Ill-defined collection adjacent to head of pancreas measuring 4.1 x 2.2 cm unchanged.¿ (B)(6) 2013: discharge summary. ¿culture from PICC line, speciated to candida albicans. New PICC line placed. Continued antibiotics. Initial presentation, questionable drainage from j-tube site, evaluated with CT scan and surgery, stable findings, surgery had no recommendations. Did not feel any further intervention necessary at this time on abscess in question (although there appears to be small abscess on stomach which would have to be accessed endoscopically, asked gi and they were not interested in pursuing intervention. Exam: midline incision clean, dry, intact, left upper quadrant jackson-pratt drain with purulent material, no drainage from pigtail. Plan: discharge.¿ (B)(6) 2013: discharge summary. ¿admitted j peg replacement. Increased abdominal pain, especially in left lower quadrant. Exam: midline incision with minimal drainage from middle of incision. Left upper quadrant drains intact with cloudy fluid. Ready for discharge.¿ (B)(6) 2013: CT [a/p]: ¿impression: status post whipple, likely interval decreases in size of left subdiaphragmatic collection. No change in appearance of 2 collections left upper quadrant drained by 2 percutaneously placed drains. Dilated jejunal loop site of likely biliary/enteric anastomosis, jejunal loop demonstrates caliber change, kinked/tethered, adhesion cannot be excluded.¿ (B)(6) 2014: CT [a/p]: ¿withdrawal two drains left upper quadrant of abdomen. Adhesion or internal hernia cannot be excluded.¿ (B)(6) 2014: CT[a/p]: ¿distended small bowel loops with relative normal caliber more distal small bowel loops. Findings suspicious for partial obstruction.¿ (B)(6) 2014: CT [a/p]: ¿dilated loops small bowel possibility early or partial distal small bowel obstruction cannot be excluded. Midline ventral hernia without evidence of incarceration or obstruction.¿ (B)(6) 2014: CT [a/p]: ¿ventral supraumbilical incisional hernia seen, with interval resolution of previously noted early or partial small bowel obstruction.¿ (B)(6) 2015: ¿returns to clinic to discuss repair of large ventral hernia, which he states has been causing him discomfort and distress secondary to the aesthetic appearance. Exam: abdomen: large visible ventral hernia underling [sic] midline scar that measures 12 cm x 3 cm. Fascial defect palpable at approximately the costal margin superiorly and mid-clavicular line bilaterally laterally. Hernia noted to significantly protrude when standing.¿ implant preoperative complaints: (B)(6) 2015: ¿follow up for open whipple procedure on (B)(6) 2013 complicated by wound infection and large ventral hernia. Exam: abdomen: distended stomach with large central mass. There is tenderness to the right of the midline at the mass. Valsalva and coughing causes expansion of the central mass. Impression: large ventral hernia that has been enlarging with time. Assessment/plan: the patient is requesting repair for his ventral hernia. We will have the patient evaluated by plastic surgery in order to discuss a possible component separation. The procedure will be scheduled after the patient determines his availability.¿ (B)(6) 2015: ¿history and physical. Status post whipple (B)(6) for neuroendocrine tumor, with complicated postoperative course and multiple readmissions for intraabdominal abscess treated with percutaneous drainage and antibiotics, intolerance of tube feeds and j [jejunostomy]-tube clogging. The patient was subsequently admitted from (B)(6) due to small bowel obstruction that was treated non-operatively. Currently, the patient is being evaluated for repair of enlarging ventral hernia. Exam: abdomen: 10 x 10 cm midline incisional hernia noted, soft, easily reducible, non-tender, non-distended. Impression: presents with large symptomatic ventral hernia. Plan for operating room tomorrow for ventral hernia repair with mesh.¿ (B)(6) 2015: ¿he now complains of pain and cosmetic disturbances from this ventral hernia. He presented to the general surgery clinic and was requesting repair. He was aware of the risks of the procedure which included but not limited to bleeding, infection, and damage to intraperitoneal contents.¿ implant procedure: ventral hernia repair with complex closure. [Implant: gore® dualmesh® biomaterial, 1dlmc07/(B)(6), 20cm x 30cm x 1mm thick] implant date: (B)(6) 2015 [hospitalization (B)(6) 2015] description of hernia being treated: ¿we began by making a midline laparotomy incision through his prior scar. We entered the abdomen approximately over the liver. A lysis of adhesions was then performed and the intraperitoneal contents was mobilized from the ventral abdominal wall. This was extended inferiorly through the hernia to approximately 5 cm inferiorly to the inferior border of the fascial defect. Once the lysis of adhesions was completed and all fascial edges were freed to approximately 5 cm, the hernia sac was resected. The hernia sac was then sent as a specimen.¿ implant size and fixation: ¿next, a gore-tex mesh was selected for use. The mesh was used in a diamond configuration. It was incised along its axis in the middle of the mesh. Next, we fixed the mesh to the full thickness rectus fascia using interrupted 0 pds sutures. These were first placed along the periphery of the mesh and then additional stay sutures were placed medially at the laparotomy along the mesh. The mesh was fixed to the fascia. This procedure was repeated on the contralateral side. Next, in the midline using 0 prolene interrupted figure-of-eight sutures, the mesh was reapproximated to itself. Above this, the ventral abdominal fascia was closed en mass using 0 prolene figure-of-eight sutures. Once this was done, the repair was inspected and all hemostasis was maintained using bovie electrocautery. The fascia came together easily without excessive tension. Next, subcutaneous drains were placed on both the right and left subcutaneous skin flaps. Next, redundant skin was excised. The subcutaneous tissue was then closed using 3-0 vicryl sutures to fix either flap to the contralateral side and also to the deep fascia. Once this was done, the skin was closed using 4-0 nylon interrupted sutures in a vertical mattress fashion.¿ relevant medical information: (B)(6) 2015: ¿was discharged in stable condition and presented for post-operative check on (B)(6), where he had the right jp [jackson-pratt] drain removed, left still in place with <20 cc/day at last visit on the 14th, now presents 2 weeks later with drain still in place recorded about 0-5 cc/day of output. Impression: status post open incisional hernia repair with mesh, (B)(6). Clinically stable and improving, left jp [jackson-pratt] removed today. Plan: patient counseled regarding no heavy lifting and continued use of abdominal binder.¿ (B)(6) 2015: emergency room. ¿presents with opening of incisional site. States was playing basketball 2 days ago; after he finished playing, noted small opening in his abdominal hernia repair incisional site, associated with mild bleeding at the time. Noted another hole in incisional site yesterday. Has chronic abdominal pain, which is currently being worked up; CT from one month ago was negative; denies any recent increase in his chronic abdominal pain. Exam: skin: vertical midline incision site in abdomen noted to have two small openings, one approximately 0.5 inches, other one approximately 1 inch, with no associated erythema, warmth, induration, tenderness, fluctuance, discharge, swelling, ecchymosis, crepitus or any other visual findings. Assessment/plan: opening of midline incisional site. Exam as described, consistent with wound dehiscence. Dressing changed. Discharge with surgery clinic follow up.¿ (B)(6) 2015: "exam: 1 cm incisions x2 open to fascia, clean bloody ooze. Plan: pack incisions with 4 x 4 gauze daily, keep area clean. Addendum: right side seems more full; likely hematoma given recent strenuous activity; wound clean and dry.¿ (B)(6) 2015: CT [a/p]: ¿interval ventral hernia repair with mesh. Irregularity and nodular soft tissue densities along surgical site, within subcutaneous soft tissues are likely due to recent surgery. Suggestion of small amount of fluid along anterior margin of mesh on right measuring 2.1 x 0.9 cm, may be postoperative, infection cannot be excluded. Recommend clinical correlation.¿ (B)(6) 2015: CT [a/p]: ¿impression: ventral abdominal wall supraumbilical mesh. New fluid collection with special thickening and subcutaneous infiltration, consistent with infectious process.¿ (B)(6) 2015: microbiology. ¿sample: wound. Site: abdominal wall. Gram stain: many gram-positive cocci, in pairs. Many gram-positive cocci, in clusters. Many red blood cells and white blood cells. Few epithelial cells. Culture results: staphylococcus aureus ¿ quantity: 4+.¿ explant preoperative complaints: (B)(6) 2015: ¿was doing well until he had dehiscence of his abdominal wound while playing basketball on (B)(6). Came to the emergency department and was given wound care instructions and follow up appointment was made in the surgery clinic; he kept that appointment and was again instructed in proper wound care for closure by secondary intention. Over the past week, however, the patient has noticed increased discharge from the wound so he returned to the emergency department. CT supported the diagnosis of infection and he was admitted to the surgery service. He is planned for exploratory laparotomy with mesh extraction tomorrow. Assessment: infection of ventral hernia mesh awaiting exploratory laparotomy and mesh extraction. Is high risk for surgery but is medically optimized and may proceed without further work-up.¿ (B)(6) 2015: ¿states radually [sic] developed more holes, now has 4. Yesterday it began draining white/green milky fluid. States has felt feverish. Past 50 pack per year tobacco. Exam: abdomen: tender to palpation on right side of incision worse than left. Several areas of wound breakdown present actively draining green milky fluid. Wbc 15.53 h. Assessment/plan: wound breakdown, pus drainage elevated white cell count. In the emergency room an attempt was made to express as much fluid as possible from the wound. After reviewing the CT scan the decision was made to admit the patient to general surgery for IV antibiotics and monitoring of wbc count. Broad spectrum antibiotics.¿ (B)(6) 2015: indication: ¿one month prior to this admission, the patient noted the breakdown of his wound that gradually worsened and recently developed fever, nausea and new purulent-appearing drainage consistent with infected mesh. Explant of the mesh was indicated.¿ explant procedure: exploratory laparotomy and explant of mesh. Explant date: (B)(6) 2015: findings: ¿gore-tex mesh removed revealed purulent drainage and underlying fibrous rind.¿ procedure: ¿an elliptical midline incision was made around his prior laparotomy scar, including all four areas of wound breakdown. Electrocautery was used to dissect down to the gore-tex mesh using care to avoid any injury to any underlying viscera. The overlying skin, scar and subcutaneous tissue were sent to pathology. Attention was then turned to the gore-tex mesh, which was explanted using electrocautery and metzenbaum scissors to cut through the interrupted 0 pds sutures that had been previously used and fixated to the rectus fascia. The mesh was then sent to pathology and the underlying fluid for microbiology culture. Overall it appeared that a large abscess had created between the mesh and the underlying bowel. By removing the mesh we had practically unroofed the abscess. The roof of the abscess consisted of the mesh, and the floor of the abscess consisted of loops of bowel frozen/madded [sic] together and covered by a thick inflammatory rind. No single loop of bowel or any anatomy was truly identifiable. The floor of the abscess (the inflammatory rind covering the bowel) was carefully inspected, and there did not appear to be any evidence of bowel injury or fistula. The abscess cavity appeared not to be in communication with the peritoneal cavity, as the inflammatory rind was adherent to the anterior abdominal wall circumferentially. At this point we felt that any attempt to dissect the underlying viscera from the abdominal wall would have resulted in contamination of the peritoneal cavity, and would have been associated with an extremely high risk of iatrogenic enterotomy that would have been impossible to repair. After discussion with plastic surgery, we did not feel it was safe to proceed to an abdominal wall reconstruction at that time. The decision was then made to approximate the superior/inferior aspects of the incision with few interrupted vertical mattress 2-0 nylon sutures in order to reduce the area of exposed bowel, which was then covered with a vac closure system.¿ (B)(6) 2015: pathology: "part two is received fresh labelled ¿explanted mesh from abdomen.¿ it consists of a one piece of trapezoidial [sic] mesh with sides measuring 15 cm 16 cm 17 cm 25 cm. The mass is tan with linear parallel brown bands spaced 0.3 cm apart. There is a blue suture running diagonally across the mesh measuring 15.5 cm the remaining space to the opposing corner is unsutured and measures 9.5 cm in length. The specimen is submitted for gross examination only.¿ (B)(6) 2015: microbiology: wound: ¿culture results: staphylococcus aureus ¿ quantity: 4+.¿ relevant medical information: (B)(6) 2015: operative report. Split-thickness skin graft from the right thigh to the anterior abdominal wound, with v.a.c. [Vacuum assisted closure] dressing placement. (B)(6) 2015: discharge summary. ¿instructions: continue wound vac, follow up plastic surgery. Discharge: stable. Activity as tolerated, no lifting.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral/incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, inflammation, abscess, adhesions, surgery to remove mesh, infection, open draining wound. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 4/15/2015, including records for whipple procedure, were not provided. 04/15/15: new york hhs. Elliot I. Grodstein, md; john saunders, md. Operative report. Pre/postop diagnosis: incisional ventral hernia. Procedure performed: ventral hernia repair with complex closure. Anesthesia: general endotracheal anesthesia with epidural. Operative findings: ¿large, approximately 15 cm wide x 20 cm long ventral hernia. Postoperative condition: stable, extubated, transported to the postoperative care unit. Complications: none. Indication for procedure: the patient is a 69-year-old man who has a history of hyperlipidemia, hypertension, and chronic renal disease. He also has a history of prostate cancer, status post resection and radiation therapy. He was diagnosed with a pancreatic neuroendocrine tumor and had a whipple procedure via midline laparotomy in august of 2013. Postoperatively he had a wound infection and subsequently developed a large ventral hernia. He now complains of pain and cosmetic disturbances from this ventral hernia. He presented to the general surgery clinic and was requesting repair. He was aware of the risks of the procedure which included but not limited to bleeding, infection, and damage to intraperitoneal contents. After signing surgical consent, he agreed to proceed with the operation. Description of procedure: the patient was brought to the operating room and laid on the operating room table in the supine position, taking care to pad all bony protuberances. Next, a time-out was performed, confirming the proper patient, site of surgery as the abdomen, and procedure to be performed. Next, he was given preoperative intravenous antibiotics, as well as subcutaneous heparin. His abdomen was then prepped and draped in the usual sterile fashion. We began by making a midline laparotomy incision through his prior scar. We entered the abdomen approximately over the liver. A lysis of adhesions was then performed and the intraperitoneal contents was mobilized from the ventral abdominal wall. This was extended inferiorly through the hernia to approximately 5 cm inferiorly to the inferior border of the fascial defect. Once the lysis of adhesions was completed and all fascial edges were freed to approximately 5 cm, the hernia sac was resected. The hernia sac was then sent as a specimen. Next, a gore-tex mesh was selected for use. The mesh was used in a diamond configuration. It was incised along its axis in the middle of the mesh. Next, we fixed the mesh to the full thickness rectus fascia using interrupted 0 pds sutures. These were first placed along the periphery of the mesh and then additional stay sutures were placed medially at the laparotomy along the mesh. The mesh was fixed to the fascia. This procedure was repeated on the contralateral side. Next, in the midline using 0 prolene interrupted figure-of-eight sutures, the mesh was reapproximated to itself. Above this, the ventral abdominal fascia was closed en mass using 0 prolene figure-of-eight sutures. Once this was done, the repair was inspected and all hemostasis was maintained using bovie electrocautery. The fascia came together easily without excessive tension. Next, subcutaneous drains were placed on both the right and left subcutaneous skin flaps. Next, redundant skin was excised. The subcutaneous tissue was then closed using 3-0 vicryl sutures to fix either flap to the contralateral side and also to the deep fascia. Once this was done, the skin was closed using 4-0 nylon interrupted sutures in a vertical mattress fashion. At the end of the procedure, the incision was dressed using 4 x 8¿s and paper tape, and a binder was placed around the patient¿s abdomen. The patient was extubated at the end of the case and brought to the recovery room in stable condition.¿ 04/15/15: new york hhs. Surgical information. Implant record. Prosthesis installed: mesh. Sterility expiration date: sep 2019. Vendor: w.l. Gore & associates, inc. Model: ref# 1dlmc07 (gore biomaterial dual mesh). Lot number: 13212850. Size: 20cm x 30cm x 1.0mm. Quantity: 1. The records confirm a gore® dualmesh® biomaterial (1dlmc07/13212850) was implanted during the procedure. 07/29/15: new york hhs. Catherine ly, md; marcovalerio melis, md. Operative report. Pre/postop diagnosis: infected ventral hernia mesh. Procedure performed: exploratory laparotomy and explant of mesh. Anesthesia: general endotracheal intubation. Operative findings: ¿gore-tex mesh removed revealed purulent drainage and underlying fibrous rind. Postoperative condition: stable, extubated and transported to the postoperative care unit. Complications: none. Indications for procedure: the patient is a 69-year-old man who has a history of hyperlipidemia, hypertension and chronic renal disease. He also has a history of prostate cancer, is status post resection and radiation therapy. He was diagnosed with a pancreatic neuroendocrine tumor and had a whipple procedure via midline laparotomy in august of 2013. Postoperatively, he had a wound infection and subsequently developed a large ventral hernia that was repaired with a complex closure three months ago. One month prior to this admission, the patient noted the breakdown of his wound that gradually worsened and recently developed fever, nausea and new purulent-appearing drainage consistent with infected mesh. Explant of the mesh was indicated. The risks and benefits were discussed with the patient, who agreed to the procedure. Plastic surgery was also consulted for possible abdominal wall reconstruction and performed their own informed consent prior to the procedure. Description of procedure: the patient was brought to the operating room and laid on the operating table in the supine position, taking care to pad all bony protuberances. Next, a time-out was performed, confirming the proper patient, site of surgery as the abdomen and the procedure to be performed. His abdomen was then prepped and draped in the usual sterile fashion. An elliptical midline incision was made around his prior laparotomy scar, including all four areas of wound breakdown. Electrocautery was used to dissect down to the gore-tex mesh using care to avoid any injury to any underlying viscera. The overlying skin, scar and subcutaneous tissue were sent to pathology. Attention was then turned to the gore-tex mesh, which was explanted using electrocautery and metzenbaum scissors to cut through the interrupted 0 pds sutures that had been previously used and fixated to the rectus fascia. The mesh was then sent to pathology and the underlying fluid for microbiology culture. Overall it appeared that a large abscess had created between the mesh and the underlying bowel. By removing the mesh we had practically unroofed the abscess. The roof of the abscess consisted of the mesh, and the floor of the abscess consisted of loops of bowel frozen/madded together and covered by a thick inflammatory rind. No single loop of bowel or any anatomy was truly identifiable. The floor of the abscess (the inflammatory rind covering the bowel) was carefully inspected, and there did not appear to be any evidence of bowel injury or fistula. The abscess cavity appeared not to be in communication with the peritoneal cavity, as the inflammatory rind was adherent to the anterior abdominal wall circumferentially. At this point we felt that any attempt to dissect the underlying viscera from the abdominal wall would have resulted in contamination of the peritoneal cavity, and would have been associated with an extremely high risk of iatrogenic enterotomy that would have been impossible to repair. After discussion with plastic surgery, we did not feel it was safe to proceed to an abdominal wall reconstruction at that time. The decision was then made to approximate the superior/inferior aspects of the incision with few interrupted vertical mattress 2-0 nylon sutures in order to reduce the area of exposed bowel, which was then covered with a vac closure system. The patient was extubated at the end of the case, and brought to the recovery room in stable condition. Dr. Marcovalerio melis was present for the entirety of the procedure.¿ [missing records: a pathology report detailing analysis of the device removed during the 07/29/15 procedure was not provided.] [Missing records: a culture report detailing analysis of the specimens collected during the 07/29/15 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Please see attached file for new medical history information ascertained from the records submitted on 08/29/19. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.